Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
A consumer reported the patient started swallowing and aspirating to their lungs which caused infections in their lungs. The patient was admitted into a medical facility with an admitting diagnosis of parkinsons disease, and died there on (B)(6) 2017. When the consumer was asked if the death was related to the device they stated ¿not necessarily¿ and it was unknown. No further complications were reported. Relevant medical history includes parkinsons dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.